Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lost power with no alarm while she was asleep. Customer reported waking up to a blank display. Blood glucose level at the time of the incident was 29 mmol/l, which was treated with manual injection. During troubleshooting, the customer was advised that the insulin pump did alert her to the low battery. Customer also reported that the device did not deliver a bolus as it should have. The insulin pump was not replaced or returned for analysis.